Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available, a follow-up will be submitted.the product code is unknown therefore a 510k number could not be identified.

Event description:
This report was received from global pharmacovigilance (gpv) from an (B)(6) nurse of fatal peritonitis and fatal cardiac arrest in a (B)(6) male patient coincident with dianeal unknown therapy. On an unreported date, the patient began treatment with dianeal unknown intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on an unreported date. The cause of the peritonitis was unknown. The patient began treatment with cefazolin (1000mg, once daily, route and stop date not reported) and ceftazidime (1000mg, once daily, route and stop date not reported). The causes of death were peritonitis and cardiac arrest. It was not reported whether the patient was hospitalized, if an autopsy was performed or dianeal therapy was ongoing until the time of the patient's death. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). A batch review was not performed as the product code and lot number were not identified. . The cause of the peritonitis was undetermined. Baxter will continue to monitor similar reports to determined if further actions are required.